Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture" via ultrasound and confirmed via MRI. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear). No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported left side "rupture" via ultrasound and confirmed via MRI. Device was explanted and replaced.